Event description:
It is reported that the screw was missing from the articular surface packaging. An alternative screw was used and the surface was implanted.

Manufacturer narrative:
Eval summary: articular surface and the packaging contents were not returned and the complaint cannot be confirmed. There are no other reports of any nature for this part/lot number combination. A definitive root cause cannot be determined with the info provided. Eval codes: device history records were reviewed and found to be conforming. The subcomponent content is verified at 100%. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated.